Manufacturer narrative:
Follow up report. (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6. Visual examination of the returned product identified signs of use (scratches) and confirming complaint one of the spikes has fractured off, not all pieces returned. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Device has a potential field age of 11 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). G2: canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the spike arm fractured during the procedure. A piece did fall in the patient and was recovered. No harm or impact to the patient was encountered.